Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00722. It was reported the patient suffered a headache on (B)(6) 2017. The physician suspected a csf leak due to the lead being implanted sub-dural. The patient underwent surgical intervention where the physician decided to remove one lead. The patient is receiving adequate stimulation with one lead. We are reporting on both leads since it is unknown which lead was removed.